Event description:
The customer reported an unconfirmed false negative result with ID now covid-19 on (B)(6) 2022. The customer received a positive result on unknown brand, and a negative result with ID now. No additional patient information, including treatment and outcome, was provided. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000.

Manufacturer narrative:
After further review of the event, it was identified that the customer did not allege a false negative result with ID now covid-19 assay. Therefore, this event is not reportable.